Manufacturer narrative:
The event of lymphoma-alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl suspected.

Event description:
Healthcare professional reported left side "alcl". Pathological markers cd30+ and alk- were not provided. The device has been explanted.